Event description:
It was observed that during the device evaluation, the colonovideoscope has foreign material present in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was inspected. Based on the results of the investigation, a definitive root cause cannot be identified how/why foreign matter remained in the device. The event is detectable/preventable by handling the product in accordance with the following IFU. Pcf-h190di IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope¿ reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.